Event description:
Clinical report states the pt suffered a femoral fracture during surgery.

Manufacturer narrative:
No product was returned. Review of the device history records did reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported infection. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.